Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the left ventricular lead had elevated thresholds and had dislodged. The lead was explanted and replaced. During the procedure, the right ventricular lead was also explanted and replaced as it was on recall and insulation damage was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. The overlay tubing of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the overlay tube has environmental stress cracking breaches at various locations. The overlay tube is not insulation and therefore has no effect on lead performance. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.